Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. As received, a wire was detached at the belt receptacle in the monitor. The cause of the constant alarms is poor communication between the monitor and the electrode belt. The cause of the poor communication is the detached wire. The root cause of the detached wire cannot be positively identified but is likely excessive force on the belt receptacle. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contact zoll customer support to report constant alarms. The patient was issued a replacement monitor.